Event description:
Health professional reported an alleged erosion, "weight gain" and "loss of appetite" with a lap-band device. The band was explanted and replaced. The erosion of the band was noticed when the pt had "weight gain" and "loss of appetite." An esophagogastroduodenoscopy (egd) confirmed the erosion "at the balloon." There is no history of infection. F/u findings: health professional reported that the erosion, inadequate weight loss and loss of appetite is not device related. The pt is complaint with the surgeon dietary guidelines and f/u. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Allergan has rec'd the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."